Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the sample revealed that the stapler was returned with a partially engaged trigger. There was a partially formed staple in the forming tool. The stapler was returned with 21 staples left in the cover block indicating that at least 14 staples were fired by the end user. In order to complete a functional inspection, hand pressure was applied to the trigger to complete the trigger cycle. The partially formed staple properly formed, but the trigger got stuck when trying to release. Hand pressure was applied to the trigger again and it was able to reset. The sample was disassembled for further investigation. Upon disassembly, it was found that the sample had two pawls. Since only one pawl should be present under proper assembly, this is a manufacturing related issue. A nonconformance has been opened to further investigate this issue. In order to complete a functional inspection, hand pressure was applied to the trigger to complete the trigger cycle. The partially formed staple properly formed, but the trigger got stuck when trying to release. Hand pressure was applied to the trigger again and it was able to reset. The sample was disassembled for further investigation. Upon disassembly, it was found that the sample had two pawls. Since only one pawl should be present under proper assembly, this is a manufacturing related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "misfire/jamming - misaligned staples" was confirmed based upon the sample received. Upon functional inspection, the first staple was able to form properly but it was unable to release. Upon disassembly, it was found that there were two pawls in the device. Two pawls could prevent the staples from loading and releasing properly since it could interfere with the normal trigger cycle. Since only one pawl should be present under proper assembly, this is a manufacturing related issue. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that (B)(6) 2020 in (B)(6) the first staple could not be fired during usage on the patient after left quadrant mastectomy.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73c1900572 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
It was reported that (B)(6) 2020 in (B)(6) the first staple could not be fired during usage on the patient after left quadrant mastectomy.